Manufacturer narrative:
(B)(4). One unit of subassembly ph12161 028 intl neb adaptor phantom holder was received for analysis. This subassembly is part of the fg 403128 adaptor, 028 neb, intl related to this customer complaint. A visual exam was performed and it was observed that there was damage on the internal thread of the adaptor. No other issues were found. A dual station lift test and general pull and push test procedures were performed on the sample received; however, it was not possible to perform the oxygen entrainment testing because the adaptor could not be connected correctly to the oxygen supply due to the damage on the internal threads. Based on the investigation performed, the reported complaint was confirmed. The root cause for the issue was found to be the positioning of the thread lead and the softness of the new resin used for the snap adaptor. A CAPA was opened to address this issue.

Event description:
The customer alleges having issues with the threads when screwing the device onto the flowmeter. No patient injury reported. Issue detected during set-up of the device.

Manufacturer narrative:
(B)(4). A visual, functional and dimensional inspection of the product involved in the complaint could not be conducted since the product was not returned. No photo available. The device history record of the product 403128 batch number (B)(4) has been reviewed and no issues or discrepancies were found which could potentially relate to this complaint. No nonconformance reports were originated for the lot in question that can be associated to the complaint reported. DHR shows that the product was assembled and inspected according to our specifications. Customer complaint cannot be confirmed due to the lack of product sample to perform a proper investigation and determine the root cause. If the sample becomes available this investigation will be updated with the evaluation results. However, a CAPA file #(B)(4) was opened to perform a further investigation into this issue (this CAPA is owned by (B)(4)). According to the CAPA investigation so far the root cause for the issue was the positioning of the thread lead and the softness of the new resin used for the snap adaptor. Additionally, the personnel of the assembly line were made aware of this issue.

Event description:
The customer alleges having issues with the threads when screwing the device onto the flowmeter. No patient injury reported. Issue detected during set-up of the device.